Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is pending. The scope will be sent to an independent laboratory for further culture testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that after reprocessing the scope, the tip of the scope tested positive for kocuria and kritinae; however, the channel of the scope tested negative for growth. No patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) in-service findings, the independent laboratory results. The ess visited the user facility and provided a reprocessing in-service on april 27, 2017. No reprocessing deviations were noted. The scope was sent to an independent laboratory for culture testing. The scope tested positive for bacillus thuringiensis, staphylococcus warneri, and staphylococcus epidermidis. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. A visual inspection was performed on the scope and noted a greenish stain on the light guide lens; however, there were no signs of foreign material found inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps raiser, and nozzle when inspected with an olympus test boroscope and telescope. Additionally, there were no signs of foreign material found on the bending section cover, bending section cover glue, insertion tube, distal end cover, and objective lens/glue. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the independent laboratory results and the device evaluation findings, the most probable cause of the reported event is likely attributed to insufficient reprocessing of the scope. The reprocessing instruction manual provides several warning and caution statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All disinfection methods (whether performed manually or by an automated endoscope reprocessor), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿